Event description:
Customer's meter would not power on. Pt did not have any reportable symptoms and could not obtain any blood glucose readings. Pt used neighbor's meter and obtained a "214 mg/dl". Pt reported going to the ER and being treated (unknown date). Pt indicated that their insulin regimen is based on the meter readings. Ccr walked pt through inserting a test strip with the contact bars end first and facing up, or press m button and checking that the batteries were good and they were correctly installed (positive + side up). Due to the unresolved issue, ccr replaced pt's meter. Mailed letter because the co was unable to reach customer after several attempts.